Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube, cracked case at display window corners, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The nurse reported via phone call that the insulin pump had crack along with reservoir. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.